Event description:
Physician reported "implant rupture and axillary adenopathies of 12-15mm". Mammography and MRI has been performed. Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported right side "implant rupture and axillary adenopathies of 12-15mm." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed.

Event description:
Physician reported, "implant rupture. And axillary adenopathies of 12-15mm". Mammography and MRI has been performed. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer

Event description:
Healthcare professional reported right side "implant rupture and axillary adenopathies of 12-15mm". Device has been explanted.